Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26133 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 5 applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice #50005. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion, the reported visible blood was confirmed through analysis. The balloon catheter failed the returned product inspection due to the double balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Reconnecting the auto-connect box and reinflating the balloon did not resolve the issue. Additionally, a system notice was received indicating that the safety system detected a compromised outer vacuum at 70 seconds into the freezing process. Upon removing the balloon catheter, blood was visible inside the balloon catheter. It was unable to be flushed out. The balloon catheter was replaced, which resolved the issues. Further, the lead on the mapping catheter was damaged when removed from packaging. A replacement mapping catheter was used, which resolved this issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The patient file was received and recorded on the reported date of the event. The patient file showed 5 applications were performed using a catheter identified as afapro28 balloon catheter of lot number 26133. The patient file showed system notice 50032 (the safety system has detected a compromised outer vacuum) during inflation at application#1 and ablation at application #4. The reported system notice 50005 indicating that the safety system detected fluid in the catheter and stopped the injection was not observed in the patient file. In conclusion, the reported visible blood could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.